Event description:
It was reported that a patient had a blood leak, during use of a xenium dialyzer for hemodialysis therapy. The leak was observed on the sealing of the venous cap. The estimated blood loss for the patient was 100ml. The treatment was resumed with a new dialyzer, from a different batch. This occurrence was observed during the dialyzer's first use, and the dialyzer was not reused. The dialyzer passed a leak test prior to patient use. There was patient involvement; however, no patient medical injury or adverse event was reported.

Manufacturer narrative:
(B)(4). This condition was not confirmed and the root cause could not be determined. The sample was not returned to baxter; therefore no evaluation could be performed. The manufacturing batch record review was performed by nipro and confirmed that the device met all material, assembly and performance specifications. Nipro also evaluated a retained sample, which found no issues found. If there is any further relevant information from that review, a supplemental medwatch will be filed.